Manufacturer narrative:
The field service engineer decontaminated the instrument and it was confirmed that control recovery improved for alt. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Precision studies were performed and performance was poor. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an alt value of 20 u/l. The sample was repeated, resulting with a value of 31 u/l. The sample was also repeated on a second instrument, resulting with a value of 33 u/l. The alt reagent lot number was 324146. The reagent expiration date was requested, but not provided.